Manufacturer narrative:
Device evaluation: one smiths medical cadd-legacy one ambulatory infusion pump was returned for analysis in used condition. Visual inspection showed the pump was in good condition and the screen was scratched. The reported issue was not duplicated in the investigation. The problem source could not be identified. Based on the investigation, the complaint allegation was not confirmed.

Event description:
Information was received indicating that a smiths medical cadd-legacy one ambulatory infusion pump exhibited "double beep with cassette" during routine testing; there was no patient involvement. No adverse effects were reported.